Event description:
It was reported that (1) er220 was used during a lap chole procedure. It was reported by the rep that the er220 would not close clips completely. It is unknown how the case was completed. There was no consequence to pt.